Event description:
He was getting out of a pickup truck into the chair and the chair bounced and fell backwards. He was knocked unconscious and taken by ambulance to the emergency room. He had a brain scan. He had brain bleeding. No stitches. Bruising on his head. He was kept 24 hours for observation and then released. He was given some medication but he does not know what it is. He does not know if there is follow up care required. During phone call he said his wife was helping him get out of a pick-up truck into the chair. Device is a transport chair which requires a caregiver holding the chair from behind during operation.

Event description:
Device returned for inspection: transport chair was returned with all the necessary components. Left lower leg wheel would not latch in, from the mans fall the tube was extremely bent. You would need something strong to bend it back to fit in the wheel and screw. ·the right lower leg and also the left back wheel were not bent and I was able to fit them properly. The left inner bar has extensive damage from the fall and the bar is all scratched up, rest of the chairs bars has minor wear and scrapes. From my findings I can confirm that the customers complaint is confirmed.